Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/61 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: percutaneous assessment and intervention of outflow graft stenosis in left ventricular assist device patients¿a cohort study. Asaio journal. 2025. 1-8. Doi: 10.1097/mat.0000000000002417 additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk d10: no h4: mfg date: unk h5: yes d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding left ventricular assist device (vad) patients who underwent invasive percutaneous outflow graft studies. The authors described patient deaths; however, the specific causes of death were unknown, but some of the patients had undergone outflow graft stenting for stenosis and one patient had experienced an ischemic stroke and pump thrombosis. Patients who underwent the study were admitted for repetitive suction events, high power or low flow alarms, volume overload, acute coronary syndrome post vad implantation, and concerns of stroke. There were patients who experienced ischemic or hemorrhagic strokes. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.